Event description:
It was reported that the user¿s insulin cartridge ran out and no insulin was delivered for an extended period, followed by a supply change and resumption of dosing, while the user also announced a larger-than-usual breakfast and reported an incorrect meal type; the user wore a g6 cgm and later returned to range. Symptoms included hyperglycemia. Outcomes included no medical intervention, no ketone testing, no hospitalization, and no reported acute complications. Investigation included review of device use and event history. Investigation of this case revealed use-related issues consistent with insulin interruption from an empty cartridge and incorrect meal announcement, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to insulin supply depletion and meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.